Event description:
Reporter alleged the active system generated a blood glucose result of lo (less than 10 mg/dl) when the test strip was inserted into the system, however, prior to it being dosed with blood or control solution. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.